Event description:
Upon tracking the neuron delivery catheter 070, it was noted kinked and tried to remove and catheter broke inside of pt. The broken part of the neuron delivery catheter 070 had to be retrieved from pt.

Manufacturer narrative:
Conclusion: device kinked and then failed during use. The device instructions for use includes a precaution to not use kinked devices. Conclusion: the incident is confirmed as reported. Given the brief description in the incident report it is impossible to say with any certainty which kink caused the withdrawal of the unit and which section(s) was (were) left inside the pt. Based on the return packaging, it appears that the distal section and section 1 were the parts that had to be retrieved from the pt. The cause of the breakage has not been determined.